Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited both a statis template lost (tl) code and a power supply (ps) code. Boston scientific technical services advised that the presence of both the tl and ps codes indicates that the device needs to be replaced. At this time, the s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and will be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited both a statis template lost (tl) code and a power supply (ps) code. Boston scientific technical services advised that the presence of both the tl and ps codes indicates that the device needs to be replaced. At this time, the s-ICD remains in service and there have been no adverse patient effects reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited both a statis template lost (tl) code and a power supply (ps) code. Boston scientific technical services advised that the presence of both the tl and ps codes indicates that the device needs to be replaced. At this time, the s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and will be returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. High power visual inspection of the header noted no anomalies. A diagnostic device download was performed, there were no suspicious system errors. The template lost (tl) and power supply (ps) errors had been cleared prior to return. Review of the patient log section noted a charge beginning of 0 volts (v) followed by the ps error, followed by a tl error. The battery case was removed and the high voltage (hv) capacitors were removed from the circuit. High power visual inspection of the flex circuit on top of the hv capacitors noted that two out of the six connections had fractured solder joints. Analysis confirmed the cause of the errors was due to the cracked solder joints on the hv capacitor.